Event description:
A technician reported loss of suction on one eye, during flap creation, shortly after the laser had started. The surgeon reviewed the partial flap created, after the suction loss, which was outside the eye's visual axis. Surgeon transferred the case to a different laser, where the flap was successfully created. The subsequent refractive surgery was completed. At the one day post op, there were no reported issues, and the pt had ucva of 20/20. Surgeon was reported to be satisfied with the pt's outcome.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).